Event description:
Related manufacturer report number: 1627487-2022-03174. It was reported that during patient's ipg replacement on (B)(6) 2022 it was discovered that the patient's leads were fractured. No other intervention is planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.